Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. My model number is ess305. This device has a three year shelf life; however I do not have that expiration date. The onset of my complaint started on (B)(6) 2011. This is a list of my side effects and symptoms that I have experienced due to essure. Frequent cramping with sharp, stabbing, and dull pelvic pain. Irregular menstrual flow and period stops on day 2-3, then starts again. Ovulation, pre and post period very painful, painful intercourse, stinging, stabbing of vaginal entrance, loss of libido, twitching, fluttering lower left abdomen, fibroid, left hip pain, inflammation all over, bloating, nausea, gas, vitamin d deficiency, hot and cold flashes, frequent urination, slow stream, stops and goes lower back pain, joint pain, leg numbness, headaches, brain fog, cloudiness, forgetfulness, anxiety, mood swings, sadness, chronic fatigue, gluten sensitivity, allergic reactions hives, enamel loss, tooth sensitivity, degenerative changes in bones, weight issues, I have seen 7 doctors. I've had a full hysterectomy on (B)(6) 2016 due to essure.

Event description:
(B)(4). I am 8 weeks post op and I am so happy that I listened to my body and removed essure. I no longer have chronic inflammation, my left hip pain is gone, my rashes are gone, the twitching and fluttering is gone, nausea gone, low back pain gone, tooth sensitivity gone, joint pain gone and the most exciting thing is the brain shocks on the right side of my head are gone. My mind is becoming clearer. I have spent years thinking these brain shocks and fog were from a previous back injury. Now to find out that they were caused by essure. This product is dangerous and needs to be removed from the market. I am looking forward to my continued healing.